Event description:
It was reported that after a successful drg trial, the physician was unable to insert the l4 lead into the ipg header. As a result, the l4 lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
The reported event of the lead can't go through the drg header port was confirmed. All isolation testing passed resistance testing. As received, microscope inspection the returned lead unable to insert through the end of the drg port was due to damage on channel #4 electrode of terminal end.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.